Event description:
It was observed that during the device evaluation, the subject device exhibited burned distal end cover. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned distal end cover was use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: I nspection of the endoscope operation manual chapter 4 operation: 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.